Manufacturer narrative:
Corrected fields: d1, d4. Updated fields: b4, d9, g3, g6, h2, h3, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) explained to the clinical engineer how to adjust the sensitivity of the external signal of cardiosave and they understood.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when connecting an ECG from a fukuda denshi monitor to the cardiosave intra-aortic balloon pump (iabp) a spike noise was observed in the electrocardiogram waveform displayed on cardiosave. The cardiosave was replaced with another cardiosave and the same spike noise was observed. The cardiosave was then replaced with a cs300 there was no noise and it worked normally. There was no impact on the patient .